Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, insulin "shot out" of the tubing. During troubleshooting with tandem technical support, the contact continued to fill tubing and insulin was delivering properly. Additionally, a fill resistance was experienced during the fill process. The contact successfully reloaded the cartridge and insulin delivery was resumed. Customer's blood glucose level was 184 mg/dl.